Event description:
It was reported during a procedure the micro drill medium straight attachment was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The event for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed due to debris, corrosion and broken down lube affecting the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during a procedure the micro drill medium straight attachment was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.